Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was peeled. The core wire tip was not exposed. The peeled segment was not returned and there was no evidence of core wire fracture. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. The complaint is not consistent with the returned guidewire since the distal tip was peeled and the core wire tip was not exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
This report pertains to one of two guidewires used during the same procedure. Refer to manufacturer report #3005099803-2015-03288 and 3005099803-2015-03287 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip detached, exposing the tip of metal corewire. A second jagwire guidewire was used; however, during introduction the hydrophilic tip detached, exposing the tip of metal corewire. No part of the guidewires detached inside the patient. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire distal tip detached, exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two guidewires used during the same procedure. Refer to manufacturer report #3005099803-2015-03288 and 3005099803-2015-03287 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip detached, exposing the tip of metal corewire. A second jagwire guidewire was used; however, during introduction the hydrophilic tip detached, exposing the tip of metal corewire. No part of the guidewires detached inside the patient. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.